Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402) h10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in japan. Abnormal noise from stirring motor. Confirmed during regular inspection if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed error patient circuit pump is blocked (e22) during maintenance. There was no patient involvement.

Manufacturer narrative:
H10: complaints database analysis also revealed that no similar event since unit installation in 2019. No service activity has been scheduled yet for this device. However, based on investigation results of previous similar cases, the reported issue can be due to environmental conditions in which the pump motor worked. In particular, motor bearing could be damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. If service activity will be performed on this device or any additional information is received, a follow up on final report will be submitted.

Event description:
See initial report.